Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patients reported blood glucose level was over 250 mg/dl. The patient reports they had experienced pain at the pod infusion site (arm) and once the pod was removed there was an abscess at the pod infusion site. The patient had gone to the doctors office and seen their nurse practitioner. The patient was diagnosed with a staph infection at the pod infusion site. The patients infusion site was drained and the patient was prescribed amoxicillin and clavulanic (875 mg x 1 ) to be taken every 2 hours for 5 days. The patient had been at the doctors office for 2 hours.